Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon popped while expanding. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code a0402 captures the reportable issue of balloon burst. Block h10: investigation result visual examination of the returned complaint device found that the balloon burst and was not returned, which confirms the reported event. The distal end of the core wire and catheter were kinked. Most likely lesion challenges and procedural factors, such as handling of the device or the technique used by the physician during initial use, set-up, power-up, or shortly thereafter, could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon popped while expanding. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.